Manufacturer narrative:
Approximately 10cm of the distal end of the hawkone was returned for analysis. The torque shaft showed a vertical cut through the torque and drives shaft. The damage was consistent with the shaft being cut with a sharp instrument. Approximately 4cm from the cutter window it was observed the tecothane on the plane opposite the guidewire tubing was deformed. At the location of the deformed tecothane the distal assembly was bent upwards, towards the deformation. Under microscope the deformation was inspected. The tecothane showed buckling between the laser drilled coils and there was a radial tear observed on the distal assembly proximal to the flush mouth. It should be noted there was no tissue protruding out from the tear. Biological material was noted at the area of the deformed tecothane within the coils. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician used a hawkone device for the treatment of a moderately calcified plaque lesion in the mid superficial femoral artery. The vessel was reported to be slightly tortuous. The device was prepped as per IFU without issue. The thumb switch was turned off and the device did not stop working in the patient. It is reported there was a bulge in the sidewall of the nosecone and it looked like there was a split in the collection chamber with plaque sticking out. The cutter was inside the housing for removal and the device was removed safely. No parts of the cutter appeared to be missing. No intervention was required and no patient injury reported. Procedure completed with a new hawkone device.